Event description:
As a nurse adjusted the light over the patient, the aluminum insert connected to the suspension arm separated from the support stand and the head of the light assembly fell and struck the patient on the forehead.